Event description:
Event description: 1. Situation; stsf: 105 sensor error occurred. Ss: the image was displayed, but the catheter was not recognized. The acunav catheter setting was used. 2. Timing; stsf: when the smart touch sf catheter was connected. Stsf --- intra-op. Ss: when the sound star eco catheter was connected. Ss--- pre-op. 3. How to complete the procedure; stsf: the smart touch sf catheter and cable were replaced, but the problem was not resolved. A new catheter was to be taken out of the sterile package, but the patient developed cardiac tamponade, so the procedure was terminated without taking the catheter out of the sterile package. Ss: sound merge could not be performed, so only brockenbrough was performed, and the acunav catheter setting was used. Product failure category --- cardiac tamponade. Prolongation of hospital stay ---no. The physician's opinions on the relationship between the event and the product (comments). There was no causal relationship with the bw products. The event occurred when the cs catheter was placed. Were any abnormalities observed prior to use of the product? --- none. Were any abnormalities observed during use of the product? --- none. Additional information received indicated, drainage was performed for cardiac tamponade. No extended hospitalization and no disability with the patient¿s daily life. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5168701.